Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing a possible mild reaction where spinalpak 72r electrodes were placed. The patient has really sensitive skin. She wore the electrodes 24hrs and changed them every day. The patient stated that she wears the electrodes on the back of her neck. The patient stated that the skin was red and very itchy and blisters and welts developed under the electrodes the patient also stated that they experienced little pustules that would pop and heal over-under where the electrodes were. The patient stated that she changed the electrodes every day and rotated them once a week. The patient stated that she only cleans the skin with soap and water twice a day. The patient stated she has very sensitive skin. The patient has allergies to antihistamines, sulfa drugs, and penicillin in addition to seasonal allergies. The patient states that she did not change any products such as soap or lotion recently. The patient does take blood pressure medication. The patient stated that she told the neurosurgeon about the reaction to the electrodes and the doctor did not say to do anything. The patient has not been prescribed anything and did not take any over-the-counter medication for the reaction. The patient stated that she has the old electrodes to return. It was later reported that the patient sought the medical advice of her surgeon over the phone, and he suggested she ask her primary care physician. Her pcp gave her a steroid cream for the irritation. She used it once, and it helped; however, she decided she didn't want to use a steroid cream after her surgery, so she did not continue to use the cream. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with allergic reaction and skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends.

Event description:
The patient stated that she wears the electrodes on the back of her neck. The patient stated that the skin was red and very itchy and blisters and welts developed under the electrodes. The patient also stated that they experienced little pustules that would pop and heal over-under where the electrodes were. The patient stated that she changed the electrodes every day and rotated them once a week. The patient stated that she only cleans the skin with soap and water twice a day. The patient stated she has very sensitive skin. The patient has allergies to antihistamines, sulfa drugs, and penicillin in addition to seasonal allergies. The patient states that she did not change any products such as soap or lotion recently. The patient does take blood pressure medication. The patient stated that she told the neurosurgeon about the reaction to the electrodes and the doctor did not say to do anything. The patient has not been prescribed anything and did not take any over-the-counter medication for the reaction. The patient stated that she has the old electrodes to return. It was later reported that the patient sought the medical advice of her surgeon over the phone, and he suggested she ask her primary care physician. Her pcp gave her a steroid cream for the irritation. She used it once, and it helped; however, she decided she didn't want to use a steroid cream after her surgery, so she did not continue to use the cream. It was reported that no further information is available.